Event description:
It was reported that the display was broken. The external pulse generator (epg) has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the display was "broken" it was missing pixels, and further noted that the display had been tampered with, the metal tabs were moved, the silicone was missing on the connectors, the keyboard flex was inserted under its connector and one side of a board connector was open. Analysis also found that the upper case was dented, the side bail covers were broken, the ring cover and battery drawer were contaminated, the battery contacts were compressed, the keyboard was scratched and the encoder flex was torn. (B)(4).